Manufacturer narrative:
Event date is approximated. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A manufacturer representative went to the site to test the equipment. The alleged issue was able to be duplicated. The event logs were not showing any errors related to boot up. The was restarted and the imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was taking longer than expected to boot up and the pendant said "initializing please wait". The system was able to fully boot up after two system reboots.